Manufacturer narrative:
(B)(4) date sent 3/25/2025 d4 batch #105d22 b3: only event year known: 2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was returned with no apparent damage and with a reload loaded. The reload was received fully fired and swing tab in the locked position. Also, it was noted that the "doghouse" component of the cartridge was damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the reload was received fully fired and device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 105d22 , and no non-conformances were identified. The lot#129d22 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please provide more details for each malfunctioned stapler did the reload lockout and would not work? Yes , the device was locked, and handle did not move did the reload begin to staple and cut, but then jammed? No did the device staple? No if the device staple, was the staple line complete? Did not staple if the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? - did the device cut? No if the device cut, was the cut line complete? - were the cut line and staple lines equal? - did the device staple, but there was no cut line? - could you please clarify if there were any patient consequences? Non . We used laparoscopic staplers could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. Just added to the cost of the operation this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, while using the staplers, it has stuck and the surgeon has used a new echelon flex stapler long60a for completing the case.